Event description:
It was reported that the patient presented remotely via merlin.net. Transmission showed that the pacemaker exhibited ventricular over-sensing due to crosstalk, which resulted in episodes of inappropriate mode switching. No intervention or reprogramming was performed. The patient would be further monitored. The patient was in stable condition.